Event description:
During preventative maintanence the field service engineer determined a measurable gap located at the connection between the detector and the fixation steel plate to the gantry. The detector tilts with gantry rotate. There may be a potential for the detector to completely separate from the gantry and fall.

Manufacturer narrative:
(B)(4) - in this case the detector did not fall and no serious injury or death has been reported. The customer site has been told to stop using the system until further notice. This issue is still under investigation. A follow up report will be sent when the investigation is completed. (B)(4).